Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d4, d6b, h4, h6, h11.

Event description:
Patient reported "rupture". Company representative reported later "replacement due to prosthesis ruptured. This record is for the right -side. Device has been explanted

Event description:
Patient reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.